Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Customer consumed carbohydrates to address bg. The customer alleged the cause for the reported issue was due to too much insulin being delivered via boluses delivered. Tandem technical support confirmed the pump calculated and delivered accurate boluses based off the customer's pump settings. Recommendation was made to consult with a healthcare provider regarding diabetes management and pump settings.